Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. As the information in this report was entirely based on literature, which did not provide such detailed device information as lot number or unique device identifier (UDI), no other information than the brand name could be obtained. Device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that tensional stress exceeding the product design limit might have been applied to the subject sion blue guide wire as guide wire manipulation was attempted while the tip of the subject guide wire had been caught under the deployed stent, restricting the guide wire movement. Consequently, the distal segment of the guide wire was stretched and the shaft segment of the guide wire was fractured during withdrawal attempts. Although it was concluded that the reported event was not attributed to product quality, removal of the wire fragment with a balloon catheter was considered as an additional treatment. It was also concluded that fragment left in situ could not be completely ruled out as the affected device was not returned for investigation. No CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported through literature that an asahi sion blue guide wire was caught under a stent and fractured, leaving a fragment in the left circumflex artery (lcx) of a patient, requiring an additional treatment. Publication: polish archives of internal medicine 2023; vol. 133, no. 5: 16447 title: successful percutaneous retrieval of a guidewire remnant entrapped under a coronary stent excerpt is as follows: a patient was admitted to the cardiology department with a diagnosis of non-st segment elevation myocardial infarction (nstemi). Emergency angiography demonstrated multivessel coronary disease with totally occluded circumflex artery (lcx). Consequently, the lcx was revascularized with implantation of two stents, a 2.25 mm and a 2.5 mm orsiro mission stents (biotronik) with the use of an asahi sion blue guide wire jailing the large marginal branch (mg). During pulling out from the mg, the sion blue guide wire was entrapped under the stent in the lcx. Forceful attempts to retrieve the guide wire caused stretching of the radiopaque distal tip and defragmentation of the guide wire shaft inside the guide catheter. The damaged guide wire was blocked by inflating a solarice balloon catheter (medtronic) inside the end part of the guide catheter and retracted "en block" with the whole system. It was informed that the final result of the procedure was satisfactory and the patient was referred for the next stages of coronary revascularization.